Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited no sensing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product was retained by the hospital and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--